Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was returned to the biomedical department with a report of, "5 attempts were made for injection of medication and the pump shows that 7 injections were given." No specific patient information, pump programming, or event details were provided. It was reported that nurses reviewed the device history and the patient attempts did not match with the bolus doses that were delivered to the patient. The device was immediately removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.